Manufacturer narrative:
Out of warranty repair.

Event description:
The customer reported that when the unit was turned on. The unit keeps beeping and the screen is blank. There was no patient involvement. The customer spoke to tech support and advised him to unplugged the battery and try a different battery and if the unit still beeping and not powering up, tech support said that it could be the pm board. The customer unplugged the battery and reconnected it backup and the unit stops beeping and the unit powered up. The customer said that no parts was replaced and the unit is now working.